Event description:
Tip of yankauer was bitten off by pt and found in mouth after surgery. Due to dropping seturation levels and other symptoms, the pt was given a broncoscopy. Results were negative for finding any pieces of the yankauer.